Event description:
It was reported to the manufacturer that the pt was implanted with a new vns generator in (B) (6) 2010, and developed a wound around the generator pocket site. The wound was not healing even after opening a small part of the incision line and irrigating out the wound; therefore, an explant surgery took place on (B) (6) 2010. The pt was not re-implanted with another vns generator. The physician does not believe vns device implantation caused the wound and that pt manipulation of constantly picking at the pocket site could have contributed to the reported event. The physician informed that there did not appear to be an infection at the generator site. Good faith attempts to obtain the explanted generator have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both generator and lead prior to distribution.